Event description:
It was reported to boston scientific corporation that a cre wire guided dilatation balloon was being prepared for use in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure to be performed on (B)(6) 2023. During preparation, the balloon burst, and water leaked out. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another cre wire guided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.